Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient initially implanted with a bifurcated stent and a suprarenal aortic extension. Patient presented to the emergency room for dehydration and a computed tomography (CT) completed showed the patient had a potential type 3a or type 3b endoleak. The physician has consulted with the patient and the patient has not agreed to a secondary intervention at this time. On (B)(6) 2017 the patient came in emergently with back pain. It was reported the patient had a secondary procedure and the physician relined the initial implanted devices. The patient was discharged from the hospital on 10/10/2017. There have been no additional adverse events reported for this patient.